Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that ¿all of a sudden¿ the patient felt stimulation in the ¿buttocks region, anal and testicle area.¿ it was noted that there was stimulation in the wrong location. The patient stated that the first time this occurred was four months after the implant and the problem occurred again a ¿couple days¿ prior to report. It was noted that the patient hurt their ankle and had to wear a cast. After that, the patient was in a brace which caused them to ¿not walk properly¿ and which resulted in back pain. The patient noted ¿this¿ had been going since the monday prior to report. The patient had met with a manufacturing representative a couple months prior to report for adjustments. The patient inquired if a manufacturing representative would be able to meet. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.